Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2014-01805. It was reported that guidewire coating issue occurred. The target lesion was located in the liver. A 035/260/3mm amplatz super stiff guidewire was selected to perform a tips procedure. The wire was advanced and used to deliver an unspecified size mustang balloon catheter to the portal system with no problems. When the physician introduced an unspecified size wallstent rp over the guide wire, advancement difficulties were noted. It was noted the guidewire coating on the proximal part of the wire seemed to be coming off. The physician then changed to another 035/260/3mm amplatz super stiff guidewire using the same wallstent; however, there were also difficulties advancing on this wire. It was noted the coating looked like it was also coming off this wire. The procedure was then completed with a non-bsc guidewire and the wallstent was successfully implanted. No patient complications were reported and the patient's status was stable.